Manufacturer narrative:
(B)(4)

Event description:
It was reported that during the implant procedure, when the physician attempted to extend or retract the helix the entire lead would twist. The lead was taken out and he tried to extend the helix outside the body and noted the entire lead torqued in the process. The lead was not used and a new lead was successfully implanted. The patient was in stable condition post procedure.

Manufacturer narrative:
The damage found was sustained during procedure. The lead was otherwise normal.